Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded maximum allowable digits, (B)(6).

Event description:
The customer reported the device sometimes works and sometimes does not, and that it's turning off automatically. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6), corrected data: (concomitant medical products) corrected from a blank field to rds-3 docking station.